Event description:
It was reported that post procedure, ventricular pacing failure was noted on the electrocardiogram (ECG). This confirmed that the right ventricular (rv) lead was dislodged. Additionally, it was also noted that the patient felt discomfort due to muscle stimulation. The rv lead was explanted and replaced. The patient was stable throughout the procedure.

Manufacturer narrative:
The reported events were lead dislodgement, loss of capture and muscle stimulation. As received, a complete lead was returned in two pieces with the helix retracted clogged with blood/tissue. The reported event of loss of capture was not confirmed. X-ray examination did not find any indication of conductor fractures. During electrical testing the lead as was shorting due to procedural damage at the proximal region of the lead. Visual inspection of the lead did not find any anomalies with the exception of procedural damage. Analysis was normal. No anomalies were found.

Event description:
Additional information received indicated the right atrial (ra) lead was also dislodged. This was discovered via an electrocardiogram (ECG) that noted pacing failure in the atrium. The patient was asymptomatic. The ra lead was repositioned successfully on (B)(6) 2024. The patient was stable throughout the procedure.